Manufacturer narrative:
Investigation outcome: it was reported the hospital had a power outage during patient ventilation, which prompted the device to switch to battery power. When the ac power returned from the activated hospital generators, "the staff noticed that the patient was no longer receiving ventilation despite the device not alarming or turning off at all." The incident resulted in medical intervention: the ventilator was removed from use, and another ventilator was placed on the patient. There was no report of harm to patient, user or third party, nor a treatment in delay. Technical details requested from partner, but none were provided. The state of the device remains unknown. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Event description:
The following was reported to hamilton medical ag: "we had a power outage at our hospital. The c-1 (s/n:(B)(6) went on battery power and then our generators kicked on to provide ac power again. But the staff noticed that the patient was no longer receiving ventilation despite the device not alarming or turning off at all." The ventilator was removed from use, and another ventilator was placed on the patient. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).